Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E: phone number reported as (B)(6). Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows. It was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for distal humerus fracture. During the surgery, the drill bit broke. The fragment was generated, but the surgeon could remove the fragment with the forceps. The surgery was completed successfully within 30 minutes delay. The patient outcome was unknown. No further information is available. This complaint involves one (1) device. This report involves one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for (B)(4).